Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that they found the home position of gantry out of alignment. They aligned the home position and verified door now opens. There were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the site was unable to open the gantry door. This was discovered when turning the system on for the day. No patient present. There was no troubleshooting or manual work around preformed at the time of the event.